Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a 90% stenosed and moderately calcified lesion in the first diagonal artery. The 10 mm x 2.5 mm wolverine coronary cutting balloon ruptured after five seconds on the first inflation at eight atmospheres. The procedure was successfully completed with a different device without further issue or patient injury.